Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. Patient code: no code available (3191) - patient required an additional procedure to replace device. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that upon finding the hairline crack in the port of the central line and noticing that patient seizures had not stopped as expected, the physician replaced the defective device with another from the same gpn.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
D10: product received on 26mar2019. Investigation/evaluation: a review of the instructions for use, manufacturing instructions, quality control, as well as a functional test and a visual inspection of the returned device was conducted during the investigation. One used cvc catheter was returned for evaluation. Biological matter was observed along the device. No surface damage was apparent on the catheter manifold. Leakage was observed at the blue hub. After the blue hub was connected to the syringe, a crack was apparent on the hub on the opposite side of the gate approximately 6cm in length. The investigation found that the affected component is supplied to cook from an external supplier, however a supplier investigation was not requested due to the lack of lot information from the customer. Cook received a complaint for a similar product experiencing a similar failure mode (B)(4). The supplier evaluation from that complaint stated, ¿the manufacturing lot details for potential lots identified in this complaint were reviewed and did not reveal any manufacturing anomalies that would contribute of this failure mode. The failure is the result of forces more than the product capability being exerted on the fitting, resulting in a crack along the weld line. The source can be attributed to the engagement depth of the male luer taper. Studies have revealed that repetitive access events increase the depth of the male luer taper with each event, inducing more stress on the female fitting. Weld line strength is a result of the material strength, wall thickness and processing in this strength of influence order¿ additionally, a document-based investigation evaluation was performed. It was concluded that there are sufficient controls in place to detect this failure mode prior to distribution. The mechanical properties of the device have been evaluated to provide assurance that it functions as a central venous catheter. More specifically, design verification testing performed for liquid leakage under pressure showed that the affected product meets the established acceptance criterion of no liquid leakage. A review of the device history record could not be completed, as the lot number is unknown. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿¿do not re-sterilize catheter. Do not cut, trim or modify catheter or components prior to placement or intraoperatively... Catheter should not be used for long-term indwelling applications... If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately...¿ how supplied: ¿¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, examination of the returned product and the results of our investigation, a definitive root cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a 5fr, 15cm triple lumen antibiotic impregnated central line catheter fitting was cracked and resulted in a leak. A child of unknown age and gender was receiving anti-seizure medication through the catheter. The intended amount of medication did not reach the pediatric patient and seizures continued.